Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice automated pd sets with cassette were not able to ¿be screwed properly (connection issue) onto the catheter and was therefore disconnected¿. The customer emphasized that the issue was with the cassette only. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: it was reported that a homechoice automated pd set with cassette was not able to ¿be screwed properly (connection issue) onto the catheter and was therefore disconnected¿. (Previously submitted as unspecified quantity of cassettes. Correction made to g1: baxter healthcare - cali calle 36 no. 2c-22, apartado aero 2446 cali colombia. Previously submitted as: baxter healthcare - atlacomulco av. Ing. Salvador sanchez colin no. 9 atlacomulco, cp 50450 mexico. Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.